Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.

Event description:
The customer originally reported that the product failed to work. Upon receipt of the device at covidien ebd, it was noted that the wire at the jaw end was exposed.